Event description:
It was reported that the pt had a loss of therapeutic effect for approximately one week after having a fall. The device also had impedance readings >4000 ohms on all or some bipolar pairs. All combos with 0 were >4000 ohms. The system was explanted/unassigned. More info has been requested.

Manufacturer narrative:
(B)(4).